Event description:
Patient reported skin irritation as general redness, itching, and open sores. The patient did seek medical treatment and used a prescription topical steroid. Patient reported following skin preparation instructions.

Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.